Manufacturer narrative:
The area permobil representative had accompanied the service provider to set-up and finalize the positioning of the seating and programming of the stand feature of the device to meet the clients needs. After confirming positioning was appropriate, the seating was raised into a stand position, all the while inquiring from the end-user to report any discomfort. Reports indicate upon the second attempt to stand, the end-user claimed feeling some pain in their right knee. They were immediately lowered to a seated position and the area of reported pain was inspected but did not reveal any notable signs of trauma having occurred. After re-verifying positioning was correct, the standing procedure resumed with the end-user reporting of pain in the same location of their right knee. At this time, all standing was stopped, and end-user was advised to contact their physician. The end-user reported having had x-rays performed where it was determined they had sustained a fracture to their right tibia and torn acl. Prior to the fitting, the end-user reportedly conferred with their physician to gain clearance to resume using stand therapy after having suffered previous leg fractures that were sustained approximately 6 months prior as the result of an auto accident. Permobil is unable to conclude a root cause for the injury without speculation. However, has determined the device was fully operational with reports indicating the positioning of the seating was appropriate for the end-user at the time the incident was reported to have occurred. The DHR was reviewed and the device was found to have met specification prior to distribution.

Event description:
Received report claiming during the final fitting and set up of the standing seating function on the device, the end-user reported having some pain in their right leg. The end-user reported having sought medical intervention where it was determined they had sustained a fractured tibia and damaged acl.